Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2023-03236 it was reported that after a fall one of the patient's leads migrated and the other had high impedances. As a result, surgical intervention was undertaken wherein the patient's scs system was explanted and replaced.